Event description:
Healthcare professional reported right side severe capsular contracture baker grade IV that was causing strong pain, seroma-late,discomfort in the right breast, inflammation, and hardening. Device has been explanted and replaced with non-allergan device. The patient also undergone capsulectomy.

Manufacturer narrative:
Initial reporter phone number continued: (B)(6). Initial reporter facility name continued: (B)(6). Health effect - impact code continued: f2201 - biopsy; f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, inflammation/irritation, seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV that was causing strong pain¿, ¿discomfort¿, ¿hardening¿ , additionally reported right side ¿fibrosis in relation to the periprosthetic capsule and intense histiocytic reaction to component of the prosthesis¿. And "moderate periprosthetic effusion". The device has been explanted with a complete capsulectomy and replaced with non-allergan device.